Event description:
It was reported that a customer experienced issues with the responsiveness of a touchscreen and the deterioration of the system's battery life. The pump did not always display the correct amount of insulin, leading to interruptions in management. There was no information available regarding any adverse impact on the customer's blood glucose level. The customer declined further troubleshooting, and no additional follow-up was conducted by technical support.